Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no relevant document was identified.

Event description:
Procedure performed: laparoscopic thoracoscopy. Event description: parts of the cannula broke off inside of the patient. All parts of the broken pieces were retrieved. Patient is fine, no injury. The procedure was finished by using another trocar. Intervention: used another trocar. Patient status: patient is fine, no injury.

Event description:
Procedure performed: laparoscopic thoracoscopy. Event description: parts of the cannula broke off inside of the patient. All parts of the broken pieces were retrieved. Patient is fine, no injury. The procedure was finished by using another trocar. Intervention: used another trocar. Patient status: patient is fine, no injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.